Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable insulation was cut open and the inner colored cables could be seen but not the inner wires. It was noted that at bench testing the negative continuity tests were ok and no intermittent connection was found, and the positive continuity tested open. It was concluded that the cable insulation was cut and the positive connection measures open. (B)(4).

Event description:
The cable was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.